Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a crack on the top right of the touchscreen and subsequent loss of touch responsiveness; the device was replaced and the user was educated on setup and data syncing, with confirmation that the damaged device was no longer watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with impact damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.